Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up arrow, down arrow, and ok/enter buttons were under-responsive. It was also reported that moisture was located behind the display. The alleged issue reportedly occurred after using a "water hammock" while wearing the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission: 10/02/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/09/2017 with the following findings: during investigation, visible moisture was found on the display. The up arrow, down arrow, and ok keypad buttons were under responsive. The keypad was removed to find no damage to the button contacts or to the keypad flex cable. The pump was opened to find moisture corrosion on the keypad connector, printed circuit board, and motor assembly. No moisture was found in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.